Manufacturer narrative:
No deviations from the surgical technique were noted in the primary operative notes from the initial tka. Review of the operative notes also identified that the patient underwent another surgery, which is less than a month after the initial tka. This surgery took place because the patient fell out of bed and dehisced the incision from the tka. The joint was not entered and components were not revised during this procedure, therefore there is no evidence to suggest that the patient fall or this surgery contributed to the root cause of this event. Review of the operative notes from the revision surgery confirmed that the tibial component was revised due to loosening. Although the revision notes indicated that the back side of the tibial component had significant fibrous ingrowth, ¿mechanical loosening¿ was included in the postoperative diagnosis.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's tibial component was revised due to pain and possible loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the tibia plate is unknown. Review of the device history records for the tibia plate identified no deviations or anomalies. This device is used for treatment. The devices were verified for compatibility with no compatibility issues noted. A product history search identified no other complaints for the part/lot combination of the tibia plate. As the patient was revised due to possible loosening of the tibial plate, it is noted that a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.